Event description:
It was reported that a patient¿s first implantable neurostimutor (ins) battery died after only six months in 1999. It was noted that the patient thought that was very fast and the device was removed. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot# l58641, implanted: (B)(6) 1998, explanted: (B)(6) 2003, product type lead; product ID 7498-25, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2003, product type extension; product ID 3487a-33, lot# l58641, implanted: 1998, explanted: (B)(6) 2003, product type lead. (B)(4).